Event description:
The customer observed negatively biased k+ results on pt samples and quality control fluids. The magnitude of the bias could result in inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation summary: troubleshooting revealed that the dte electrometer was not functioning as expected resulting in biased results. The device was repaired and restored to expected performance. The root cause of this event was mechanical.